Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a pairing issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on the evening of (B)(6) 2025, they spent four hours on a call with both dexcom and omnipod support to pair the devices. A dexcom technician advised the patient to pair the sensor with the dexcom receiver. However, this caused an issue with the omnipod, as it was no longer able to connect to the sensor after the pairing. The patient was wearing a dexcom sensor, but it did not show any reading because it was in pairing process. During the troubleshooting call, she felt dizzy and weak and felt like she was about to pass out. She called her brother who lives nearby to bring her to the hospital. The patient took a bg reading before going to the hospital and it was 515 mg/dl. At the hospital they took a bg reading which was 570 mg/dl. The patient was treated with insulin and intravenous medication. The patient stayed at the hospital for four days and the bg reading was 150 mg/dl when the hospital discharged her. At the time of the report the patient was ok. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.